Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a problem with the black image after the monitor went to standby. The wake-up from standby wasn't possible. Sometimes it was the same problem after powering the monitor. The monitor had a defective printed circuit board. No other faults were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the high-definition lcd monitor had startup problem. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the startup problem" due to printed circuit board failure. Olympus will continue to monitor field performance for this device.